Event description:
Philips received a complaint from the customer that their v60 ventilator displayed an error for fan flow rate. The device was in clinical use when the issue occurred. No patient or user harm reported. A follow up was performed with the key market (km), and it was reported that the customer replaced the fan to resolve the issue. The device was returned to service.

Manufacturer narrative:
(B)(6).